Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4). (B)(4). Patient or user involvement: no, patient or user harm: no. Case description: (B)(6)/ biomed need assistance on 8210 sn (B)(4) having an error 400.5040. Failure device type: alaris system instrument. Failure problem type: 8200. Failure mode: see case notes. I assisted (B)(6) / biomed on 8210 sn (B)(4) having an error 400.5040. Resolution is to flash 8210 from v8.5.7 to v9.33. Biomed will go ahead and flashed the spo2 module.